Manufacturer narrative:
During device evaluation at olympus, it was found the customer complaint was confirmed. The e315 unsupported scope was evident on the screen when connected to the system. The plug body was dismantled and the moisture indicator was triggered. The indicator turned pink after contact with fluid/moisture. Fluid droplets were also evident. The inner moisture indicator was also activated and moisture was evident throughout the plug body. Corrosion was evident around the plug body. A comprehensive leakage check was completed and the device was not leaking. In addition, evaluation found the light cover glass was chipped, the adhesive around the lenses were worn, the distal end adhesive was worn, the angle was insufficient, the knobs had play, and the electrical safety test was not to specification. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that an e315 unsupported scope error message was displayed when preparing the evis lucera elite colonovideoscope for use. The type of procedure, if the procedure was delayed, and how the procedure was completed was unknown. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to water invaded scope connector while the user was handling the device which led to abnormality of electrical parts. As a result, error message was displayed. The event can be detected by following the instructions for use (IFU) which state: inspection of the endoscopic image. The event can be prevented by following the instructions for use (IFU) which state: when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device.